Manufacturer narrative:
G4: 28jan2021. B4: 30jan2021. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed a control tests on the navigation ring and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported that the ventilator's navigation ring was not working when adjusting settings. There was no patient involvement.